Event description:
The ibgstar meter gave a value over 150 mg/dl and the pt took insulin based on the value. She became hypoglycemic. Another meter gave a 32 mg/dl value during the hypoglycemic symptoms while the ibgstar gave a different reading.

Manufacturer narrative:
The device has not been returned to the manufacturer. A device returned to the distributor where their analysis determined there was no fault found with the meter. A review of both the owner's guide and similar complaints was performed. The root cause of the incident could not be determined based on the limited info provided.